Event description:
It was reported by service report that the footboard was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard not functioning due to an electrical short, and hindering scale and bed exit functions.